Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, the helix would not extend. The lead was not implanted and was replaced. There are no known complications post-procedure.

Manufacturer narrative:
This supplemental report is needed to correct the awareness date, which was (B)(6) 2017.

Event description:
New information recieved state that the awareness date was (B)(6) 2017.